Event description:
During prep the catheter would not deflect. The catheter was removed and replaced with no harm to the patient. Manufacturer response for pulsed field ablation catheter, 31mm farawave pulsed field ablation catheter (per site reporter).